Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated he fell and was not able to charge device after multiple attempts. The patient stated battery moving more than usual within pocket since fall. The manufacturer representative (rep) was able to utilize patient's equipment to perform a recharge session with no issues. Connection/impedance check per normal. Turned stim on to patient satisfaction, working per normal. The issue has been resolved.